Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values reached 322 mg/dl while wearing the pod longer than 48 hours. The patient was transferred to the intensive care unit (ICU). The patient was in and out of consciousness, nauseated and vomiting. The patient reported also having a kidney injury and systemic inflammatory response syndrome of non-infectious origin with acute organ dysfunction. For treatment, the patient was given insulin. The patient was discharged after 2 days. Upon removal of the pod, the cannula was found to be bent. The pod was also reported to be leaking. The pod was discarded.